Event description:
It was reported that following 1-1.5 months of functioning stimulation, that the pt's stimulation did not prove adequate stimulation coverage. It was suspected that the implantable neurostimulator (ins) pocket may have shifted and caused the leads to move. The physician did not suspect an ins pocket change. Add'l info received reported that the pt was keeping their ins charged. Add'l info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4).